Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the returned articular surface identified that the dovetail was compressed on one side. Measured dimensions were conforming to print specifications. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. This failure mode has been previously investigated and it was identified that this damage to the dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the v in the bearing is uneven. Another implant was used.